Event description:
A nurse at the facility reported that two patients came down with diarrhea after sigmoidoscopy procedure. The sigmoidoscopes used were processed in cidex opa prior to the procedures. No medication was required for these two patients.